Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01378. It was reported that the patient experienced ineffective therapy due to high impedances on several contacts. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Additional information received indicated that the patient had only one lead and this device was added in error. Hence, this does not meet the reportability criteria.